Event description:
During a coronary drug eluting stenting treatment procedure, the balloon was sticking in the stent and removal difficulties were encountered. The physician had deployed a taxus express2 3.5 x 24 mm drug eluting stent in the 85% stenosis in the saphenous vein graft to the rca. Following complete deflation of the balloon, he tried to retrieve the balloon from the stent but resistance was noted and the balloon appeared to be sticking to the stent. Using more force than usual, the physician was able to remove the balloon. No pt injuries or complications were reported.